Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was placed. However, the electrogram showed a negative current of injury, suggesting a perforation had occurred. The lead was repositioned without issue. Post-procedure, a pericardial effusion was observed and a pericardiocentesis was performed with success. The patient was transferred back to the cardiac care unit (ccu) ward. The patient's saturation levels later declined on the ward and it was noted the tamponade was still present. The medical team decided that further intervention was not appropriate due to the patient's underlying comorbidities and the patient expired. The official cause of death was cardiac tamponade. The implanted device and leads were not explanted post-mortem.